Event description:
The surgeon implanted a icm120v4 12.0mm implantable collamer lens on (B)(6) 2007 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
Evaluation codes method - lens work order & medical review. Results: visual inspection of the returned lens showed the lens was returned dry, a haptic was torn and there was a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Medical review - according to use fmea (failure modes and effect analysis). It has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).

Manufacturer narrative:
Surgical procedure. Lens, vaulting,low. (B)(4) .